Event description:
It was reported that the float switch is not activating the alarm. No additional information.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated. The device passed all functional tests. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Event description:
Additional information was received which included the event date and that the issue occurred during preventive maintenance. No patient was involved.